Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned. Microscope examination was performed, and it was observed that the device had evidence of a full deployment. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. Additionally, the bushing tabs were measured and it was found that each sides were asymmetric, indicating that the device experienced a deployment failure. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy and there was no "pop" heard during the stages of deployment. The same issue happened to the second and third resolution clip devices, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy and there was no "pop" heard during the stages of deployment. The same issue happened to the second and third resolution clip devices, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.